Event description:
Neck fracture of corail stem ka10. Left side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.